Event description:
A report was received that the patient will undergo a revision due to the ipg was no longer working.

Event description:
A report was received that the patient will undergo a revision due to the ipg was no longer working.

Manufacturer narrative:
Adverse event and required intervention to prevent permanent impairment/damage should no longer be checked. Additional information was received that the patient's ipg was explanted. The patient had a previous non device related surgery where electrocautery was used and the ipg was no longer charging. The patient is reportedly doing well after the procedure. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50 serial #s: (B)(4), description: linear st lead, 50cm.